Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure based on analysis of the returned product which found evidence which meets criteria for trend or CAPA tr18007 which is the evidence of a leaky c2v35 capacitor (hydrogen-induced). The CAPA investigation has deemed this to be a component issue.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert with three percent battery remaining prior bd message alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. The boston scientific technical services consultant reviewed the safe replacement interval calculation results, recommended device replacement. As of this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information indicated that this s-ICD was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert with three percent battery remaining prior bd message alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. The boston scientific technical services consultant reviewed the safe replacement interval calculation results, recommended device replacement. As of this time, this s-ICD remains in service. No adverse patient effects were reported. Additional information indicated that this s-ICD was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert with three percent battery remaining prior bd message alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined the device was depleting prematurely. The boston scientific technical services consultant reviewed the safe replacement interval calculation results, recommended device replacement. As of this time, this s-ICD remains in service. No adverse patient effects were reported.